Manufacturer narrative:
A lumenis service engineer visited the site after the reported event, and confirmed that the system articulated arm as out of alignment. The engineer tried to realign the system but still had a high run out. The facility was notified that they need to replace the arm and. The arm was replaced, the system was checked and found to have less then 1.3 mr run out, meeting manufacturer specification. The system was returned to the facility in working order. A review of historical product complaints shows that the same malfunction of articulated arm misalignment has not led to serious injury in the past. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Ultrapulse total fx lot ga-0000530:994 was installed at the customers site on 24-mar-2016. Adverse event or product problem and type of reportable event of this MDR have been changed to a malfunction / product problem only as there was no report of injury associated with this event.

Manufacturer narrative:
Lumenis is currently investigating the reported event directly with the user facility and the initial reporter. When additional information is provided to lumenis with which to determine a cause for reported event, lumenis will file a follow-up MDR.

Event description:
A user facility reported that while utilizing their lumenis ultrapulse laser during a procedure, the operator would press the foot pedal and "the laser fires, but there is no penetration.". The patient was reported to be under anesthesia at the time of the event, and the patient's status was reported to be fine. No report of serious injury or medical intervention to preclude serious injury was received.